Manufacturer narrative:
The manufacturer received information alleging a ventilator service required error appeared on the screen for this device. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk. A philips remote service engineer (rse) assisted the customer on this issue. The customer informed the philips rse that they had performed a final test on the device, but the error message still appears. The philips rse downloaded and evaluated the system error log. The philips rse confirmed the vent service required error had occurred in relation to the battery not charging. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The manufacturer's service technician evaluated the device by performing a soaking test on the device and the customer¿s complaint was confirmed. The manufacturer's service technician was charging the detachable battery when the alarm had occurred on the device. The error logs were downloaded and evaluated. The error log revealed e-59 (battery not charging). The device's detachable battery would need to be replaced to address the issue. The customer was advised to replace the detachable battery with this device. Additional findings not related to the malfunction/issue was the manufacturer¿s service technician observing error codes e-80 (oxygen proportional valve), e-107 (erase or write a calibration data table), and e-223 (fio2 sensor failed) in the device¿s event log. The manufacturer¿s service technician replaced the device¿s oxygen blending module assembly to address e-80 and re-installed the software to address e-107. The manufacturer¿s service technician recommended the customer would need to replace the fio2 sensor to address e-223. After the parts were replaced on the device, the performance verification passed when a workshop test fio2 sensor installed on the device.

Event description:
The manufacturer received information alleging a ventilator service required error appeared on the screen for this device. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk. A philips remote service engineer (rse) assisted the customer on this issue. The customer informed the philips rse that they had performed a final test on the device, but the error message still appears on the device. The philips rse download and evaluated the system error log. The philips rse confirmed the vent service required error had occurred on the device. The philips rse was not able to determine the cause of this issue, and the device would need to be returned for further evaluation. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.